Event description:
The distributor in (B)(6) reported that when the device is set to 40%, fio2 the device only delivers 27% fio2.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(6) will be shipped a replacement gas deliver engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of may 7, 2015, the alleged faulty gas delivery engine (gde) has not been received.